Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 500's mg/dl range and 200's mg/dl range. The customer could not recall the exact values. No adverse event reported. Return of the suspect device was requested for evaluation.